Event description:
It was reported an alert was observed for high hv lead impedence. The device was reprogrammed and remains implanted.

Manufacturer narrative:
Evaluation description: the reported event of an rf communication anomaly could not be reproduced in the lab. Bench and ate tests were performed and the device was found to be normal. The cause of the field event remains undetermined. Company representative.